Manufacturer narrative:
(B)(4). The lot was manufactured from october 04, 2014 ¿ october 06, 2014. The device was received for evaluation. Visual (via the naked eye) and microscopic inspection were performed and found no evidence of particulate matter inside of the plastic tube of the reservoir, stress member, or anywhere else inside of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a small brown particle "present inside the plastic tube of the balloon." The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.